Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to the position of the ipg. The physician revised the current pocket and seated the ipg deeper in the pocket. No devices were added or explanted during the procedure. The patient's issue has been resolved.